Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming with a blank screen. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: the device was returned. Batteries were inserted, and the device immediately alarmed with a blank screen. Unable to perform power up due to continuous alarm at device start-up. Replaced the circuit board. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Corrected data: the regulatory contact was incorrect in rr-46111-001. (Updated g1a).